Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code after a firmware update. A second interrogation was performed and the code did not display again. Technical services (ts) was consulted and discussed the code indicates an issue with the system's patient data displaying. Ts discussed possible causes for this issue and noted there is no affect to therapy delivery. Ts did note that due to the way battery capacity is calculated, using implant date, the remaining battery life may not display correctly until there is 15 to 20 percent battery remaining. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised critical therapy remained available.